Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the application was not working. A technical support specialist (tss) reached out to field service technician to deploy a package based on knowledge article - station boots to blue screen/app does not auto-launch the issue was resolved. The field service technician confirmed that the application was launched. The system functioned as intended after field service technician troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a pyxis not working. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.